Manufacturer narrative:
The events of "pain in right proximal nlf, pain in right nose, blotchy red areas on skin surface with grey & white areas & purple areas" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported the day after injection with 1 syringe of juvéderm® ultra plus xc in the nlf¿s, oral commissures, and marionette lines the patient developed vascular occlusion. The patient had pain in right proximal nlf, pain in right nose. Blotchy red areas on skin surface with grey & white areas & purple areas. The day symptoms began the patient was treated with vitrase injected in right proximal nlf, started motrin 400, warm soaks, and massage. The same treatment was provided 2 days later and over the next week plus the patient was treated with: hyperbaric oxygen therapy, aspirin, steroids, & antibiotics. The patient has had previous dermal fillers, but no other notable medical conditions. Symptoms are ongoing, but almost completely resolved.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported after injection with an unknown juvéderm®, the patient was treated with vitrase for a vascular occlusion. No additional information was provided.